Event description:
Information received indicated that the catheter was replaced during a pump explant procedure (pump was at end-of-life); the catheter was found to be "insufficient" during a dye study performed during the case. There were no patient complications reported. Additional information has been requested from the physician. See also manufacturer's report #: 6000030200703608.

Manufacturer narrative:
Results of final device analysis were not completed at the time of this report. A follow-up report will be sent when product evaluation has been completed.